Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain, spinal pain, and failed back surgery syndrome. It was reported that the patient's pump was in motor stall on (B)(6) 2017. The patient was being admitted to the hospital. It was noted that the patient may need an infectious disease consult before surgery due to other possible underlying infections. It was noted that if cleared, the pump would be replaced. There were no known environmental, external, or patient factors that were thought to have led or contributed to the issue, and no known diagnostics or troubleshooting were performed. The issue was considered unresolved at the time of report and the patient's status was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-aug-28. It was reported that the infection was not related to the pump. The patient was reportedly undergoing a round of intravenous (IV) antibiotics, and was being treated orally and with a patch to prevent withdrawal. At the time of report, no replacement date had been scheduled.